Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported no audio condition which was reproduced. Visual inspection identified a damaged connector on the input/output printed circuit board (I/o pcb) which caused the reported condition. The damaged I/o pcb was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a no audio condition. There was no patient involvement. No additional information is available.